Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the implantable pulse generator (ipg) device exhibited no pacing when the lead was connected. Lead measurements were appropriate through the analyzer. The device was removed and replaced with a new one. No patient complications have been reported as a result of this event.